Event description:
The event is reported as: the clips would not lock properly during a prostatectomy. No patient injury reported.

Manufacturer narrative:
Evaluation method: DHR review performed. Results: visual examination showed the first clip slightly damaged with a separate slight cut. Clip #2 showed nose of clip cut on side edge. Hook was twisted out of normal plane. DHR review showed no issues related to failure mode. Conclusions: both clips were subjected to damage by improper application. The twisted hook section of one clip is typically the result of mis-loading the clip into the applier, then attempting to close the clip.